Event description:
It was reported that while attempting to deploy a stent in the left anterior descending, the stent dislodged from the balloon prematurely. While waiting for surgery, the pt complained of chest pain and experienced a drop in blood pressure. An intra-aortic balloon pump was inserted. The pt underwent surgery and was later discharged.